Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I toxoplasmosis igg result generated on an alinity I processing module for a newborn. Sid (B)(6) initial result = 3.4 iu/ml. The mother¿s result = <0.2 iu/ml. The newborn¿s sample was retested in duplicate generating results = <0.2 iu/ml and <0.2 iu/ml. Customer provided reference range: <1.6 iu/ml is negative, 1.6 to <3.0 iu/ml is grayzone, and >/= 3.0 iu/ml is positive. There was no impact to patient management reported.

Manufacturer narrative:
Barring the sample being repeated, additional troubleshooting was not performed by the customer; instead, the customer requested, an instrument log analysis be performed by service. During the analysis service found evidence of message code 3655 in the log at the time of the run as well as possible issue with the washzone2 probes and suggested a preventive maintenance service call for the instrument. However, a definitive part was not identified to replace, clean, or adjust. The service history of the instrument verifies no subsequent issues have been reported related to falsely elevated toxo igg results. Ticket and trending review did not identify any trends. A review of the alinity I/architect ia product monitoring review scorecard found no trend of the alinity I with regards to the current issue. No non-conformances or potential non-conformances applicable to the current complaint were found with regards to the alinity I processing module. Labeling was reviewed and was found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I processing module, sn (B)(6). .